Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0238974 all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0238974 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One photo of a loose safetyglide needle assembly next to an opened blister pack from batch 0238974 (p/n 305918) was received and evaluated. It was observed the safety mechanism was broken and the cannula was exposed, which was rejectable per product specification. Potential root cause for broken safety mechanism defect is associated with the needle supplier¿s manufacturing process. The photos were forwarded to the needle supplier for further evaluation and investigation. Probable root cause for this defect is that when the safety mechanism was assembled the fixture holding the part was not properly centered inducing a damage to the safety mechanism. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 other text : see h.10.

Event description:
It was reported that the safety mechanism on the bd safetyglide¿ needle broke. The following information was provided by the initial reporter: "one of our nurses reported a broken needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism on the bd safetyglide¿ needle broke. The following information was provided by the initial reporter: "one of our nurses reported a broken needle."